Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient had no pain relief and their stimulation was felt in the wrong locations. They asked the rep to check their battery. Upon interrogation they complained of feeling stimulation in their stomach regardless of where they configured the electrode arrangement. Thus, the rep stated that they stopped the interrogation and turned off stimulation completely. The patient stated they had pain on both sides of their belly since the rep interrogated their stimulation battery on the 27th. The rep explained that they would report the details of their meeting to the healthcare provider (hcp). It was reported that there were no external factors that may have contributed to the issue that the patient made the rep aware of. The rep used their clinician programmer for interrogation/troubleshooting. The rep turned the patient¿s stimulation off completely once they realized the patient had pain in their stomach. The issue was not resolved. No surgical intervention occurred or was planned. The issue was discussed with the hcp on (B)(6) 2018 and they would be seeing the patient next week for an appointment. It was reported that the patient had notified the rep yesterday ((B)(6) 2018) of their stomach still hurting presently ,even though the stimulation had been off for the past few weeks. No further complications were reported/anticipated.